Event description:
Customer reported that an extravasation occurred while injection IV contrast into a pt during a abdominal/pelvic CT exam. The eda patch was in use however the system did not alarm to stop the injection. Total amount of injection was 100ml non-ionic contrast at a flow rate of 2.5ml/sec into the pt's wrist. Facility estimates the entire injection amount (100ml) extravasated. Pt did experience some swelling at the injection site, however no treatment was indicated.